Event description:
It was reported by the rep that the (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the device was forming clips which the distal tips were crossing over. The clips were also too loose and were not closing enough. The case was completed using the initial device. One of the clips was included with the applier. There was no pt consequence.